Event description:
The reporter stated that two screwdrivers broke during a surgical procedure using the qwix fixation and positioning screws for extremity reconstruction. The surgery was completed using another manufacturer's screwdriver. The procedure was prolonged by about twenty minutes. No additional info was provided. Integra has requested additional info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.